Manufacturer narrative:
Power supply.

Event description:
The customer reported that the unit shut down and alarmed while in use on a patient. The customer reported there was no patient harm. Review of the ventilator log history indicated a 24/12 volt failure occurrence during operation with a vent inop occurrence during subsequent power on. When a 24/12 volt failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The service technician confirmed a vent inop occurrence during power on of the ventilator. The service technician replaced the power supply to correct the findings. Extended self testing and performance verification testing was completed and tests passed per operating specifications.